Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there was a defective speaker with no audio. There was no allegation of an adverse patient impact due to this failure.